Event description:
It was reported that during training, the system exhibited an ergonomics error and was unable to adjust the 3d viewer. Technical support was contacted, and system logs were reviewed, confirming that the ergo column was not responding. The customer attempted to reboot the system, but the issue persisted, and the ergonomics feature was disabled to proceed with training. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting measures were performed to address the issue with the ergonomics error, specifically the inability to adjust the 3d viewer on the surgeon side console. The vertical column motor was replaced due to a repeating error, and the system was subsequently tested.

Manufacturer narrative:
The vertical motor module was returned for analysis and during visual inspection the cable motor connector was found to be melted. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the cable motor connector damage.

Event description:
Refer to h11 for follow-up information.